Event description:
Caller reporting discrepant inratio precision values. On (B)(6) 2015 - inratio: 1.5; repeat inratio: 2.9. Tests performed right after each other. Patient's therapeutic range 2.5 - 3.5. Patient self tester reporting adding multiple drops of blood and having issues using the capillary tube. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.